Manufacturer narrative:
Image review: two static images were provided for review of the event. The images provided show a fully released evolut that appears to be in a supra-annular position. Intraprocedural images were not provided; therefore, it is not possible to confirm appropriate valve depth prior to release. A non-medtronic valve was subsequently implanted. Updated: b5, d4, h3, h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the first valve was unintentionally implanted at a depth of -3 millimeter (mm) on the non-coronary cusp (ncc). The second, non-medtronic valve was implanted valve-in-valve. The permanent pacemaker was implanted one day following the valve implant.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 29 millimeter (mm) transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification, and an internal jugular (ij) temporary pacemaker was placed. Following the implant of the valve at an implant depth of -2 mm on the non-coronary cusp (ncc), the physician's decided to implant a 26 mm non-medtronic transcatheter valve as a precaution to prevent any aortic insufficiency. It was noted that the mean gradient throughout the procedure was 3 millimeters of mercury (mm hg). Following the implant of the non-medtronic valve, complete heart block (chb) was observed. Following the implant procedure, a permanent pacemaker was implanted. Per the physician, the patient's calcified anatomy and depth of implant contributed to the event.